Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, however, three pictures were provided and visually inspected. It was observed that the venous patient connector was detached from the venous patient line. The reported condition was verified. The cause was attributable to the manufacturing and assembling process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, after treatment with a gambro cartridge ext dialyzer, the venous patient connector became detached from the venous blood line. There was no patient injury or medical intervention associated with this event. No additional information is available.